Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 24) has been confirmed. Upon investigation, the trunk cable connector was pulled from the trunk cable of the electrode belt, causing all the wires to open in the trunk cable connector. The cause of the code 204 was the damaged wires. The root cause of the damaged connector cannot be positively identified, but was likely physical abuse. No adverse event resulted from the damaged cable and connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's mother contacted zoll customer support to report a svc code 204 - belt/monitor unusable. The pt was issued a replacement electrode belt.